Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery. Event though it was rpt'd that difficulty was encountered removing the balloon from the pt which required it to be surgically removed, the device exhibited none of the typical characteristics associated with balloon entrapment. Although the pt consequences of balloon penetration remain overwhelmingly benign, generally necessitating only the removal of the balloon and its possible replacement, the medical community is becoming increasingly aware of the "entrapped balloon" phenomenon. Since it is possible for a small leak to be self limiting, the blood within the balloon may dehydrate under the continued action of helium to form a hard clot during intra-aortic balloon pumping, before enough blood enters to become visible in the catheter. This clot may prevent percutaneous removal of the balloon causing it to become "entrapped" in the artery. Balloon entrapment necessitating surgical removal has been rpt'd in literature and has been experienced by users of intra-aortic balloons. Co therefore urge the user, as co has done in the instructions, to discontinue pumping and consider the removal of the balloon from the pt at once if a balloon leak is suspected. If for any reason, undue resistance is met during removal of the balloon, the user would be well advised to call for a vascular consultation, as was done in this case.

Event description:
After iabp for six days, doctor had difficulty removing the iab, so the iab was surgically removed. After the iab was removed, dried blood was noted in the balloon. No alarms sounded from the pump. Event complications: the iab was surgically removed. Reported 3/27/97. Pt's current status: unk -rpt'd 3/27/97.